Manufacturer narrative:
No anomalies detected by checking the DHR of both the protruded liners involved in the post-op rotation and then intra-op instability (model# 5886.51.055, lot# 201409183 and lot# 201700499) on a total of, respectively, 24 and 57 liners manufactured with these lot numbers. No other complaint reported on these specific lot#. The 2 protruded poly liners and the femoral head replaced during the revision of (B)(6) 2017 have been returned to limacorporate and they underwent a further dimensional check. The dimensional check confirmed the absence of anomalies for both the liners (on the undeformed parts) and the femoral head. Observations on the 2 poly liners returned: the liner involved in the post-op rotation and explanted during the revision surgery (lot# 201700499) has the polar peg very deformed, indicating that the liner was incorrectly inserted into the delta cup during the previous surgery. This is the likely cause for its post-op rotation inside the cup, which caused the dislocation of the femoral head; the liner involved in the intra-op issue occurred during the revision of (B)(6) 2017 (lot# 201409183) has the inferior rim very damaged; we don't know the reason for this damage, neither if the liner was inserted properly into the cup. We also performed a functional test with the 2 poly liners returned, by coupling them with an available delta cup (as the original cup remained implanted), with the following results: the poly liner involved in the post-op issue (lot# 201700499) has the polar peg too much deformed to be functional and reach a stable coupling with the cup; the poly liner involved in the intra-op issue occurred during the revision (lot# 201409183) reached a functional and stable coupling with the cup. This is a final report.

Event description:
Primary surgery performed on (B)(6) 2017 due to secondary arthrosis with necrosis of femoral head accompanied by probable hip dysplasia. Post-operative femoral head dislocation due to poly liner rotation inside the cup (protruded part of the liner did not retain the femoral head inside the liner due to liner rotation). Revision surgery took place only 1 week later ((B)(6) 2017); patient was complaining of pain after the dislocation. According to the info reported, the patient heard a snapping noise from the hip while he was sitting down. During revision surgery, the cup appeared to be stable and was not replaced. The pe protruded liner was rotated, as reported above. Surgeon tried to insert a new protruded liner, but while performing trial movements with femoral head size m and size l, the surgeon noticed that the head was leaning onto the protruded part of the liner, causing the subluxation of the liner from the cup and gradually rotating it. It was tried to fix again the same protruded liner, but the problem occurred again. Surgeon decided to switch to a standard pe liner and a femoral head 28 mm xxl. At final reduction, the whole prosthesis appeared stable. Event happened in (B)(6).